Event description:
Bag ruptured while attempting to remove it through a 33mm diameter trocar sleeve. A 44 yr old salpingo-oopherectomey female who is being admitted to the hosp for laparoscopic & possible left scalping-oophorectomy.